Manufacturer narrative:
The device was not returned for evaluation. A review of the appropriate device history records of the superdimension console indicates this device was released meeting all quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6), post-operatively, the patient had cardiac arrest resulting in ventricular fibrillation. During the procedure, the patient was having an irregular pulse and anesthesia had issues keeping the patient¿s heart rate controlled. The procedure was completed successfully and the patient did not have a pneumothorax on the post-op chest x-ray. However, in post anesthesia care unit, the patient went into cardiac arrest and ventricular fibrillation. The patient was hypokalemic. A code was called and a defibrillator was used multiple times. The patient's heart rate was restored and the patient was placed on a ventilator. The physician placed a chest tube for preventative measures though a pneumothorax was not present. An EKG was performed and the patient need an interventional cardiology procedure performed to live, but the patient's family decided not to have the recommended cardiac intervention and made the decision to pull the patient off of life support. The patient passed away two days after the procedure. The physician attributes the complication to the patient's cardiac issues that were exacerbated by the patient¿s hypokalemic condition, the anesthesia and the bronchoscopy in general. He did not attribute the cardiac event to any specific portion of the procedure or to the device and there were no issues with the device.